Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. Network error occurred several times after downloading 100% complete therefore, carelink data was unable to download properly. Problem isolated to pcb 2.

Event description:
Information received by medtronic indicated that the insulin pump had network error and uploading issue. No harm requiring medical intervention was reported. The device will be returned for analysis.